Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, stained serial number label and scratched case.